Manufacturer narrative:
Concomitant medical product: w1dr01 ipg, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a low, bipolar lead impedance alert, with polarity switch to unipolar configuration. The rv lead also exhibited low lead impedances in unipolar configuration. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.